Event description:
It was reported that during a lap gastric bypass procedure, whenever there was torque applied to the trocar pneumo would leak from the seal. The pt was a high abdominal wall thickness pt. The surgeon completed the case by loosening the trocar and filling with more pneumo. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.